Event description:
It was reported a patient's pacemaker presented with early battery depletion. The device was explanted in a procedure on (B)(6) 2025. Post-procedure the patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: implant date - d6a. The reported event of premature discharge of battery was not confirmed. The device voltage was at end-of-service level when received. Analysis of the device image indicated the device was operating in high output mode and was implanted beyond its projected longevity. Electrical and mechanical tests performed indicated normal device functionality.

Manufacturer narrative:
Correction: g2